Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "poor light output" was confirmed, and further defects (e.g. Blade, housing and cover damaged, adhesive points worn, leak between connector and cover)) were detected. The device met the test specifications at the time of delivery. Based on the defects found during the technical inspection it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and cause the light is dim. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the customer requests a warranty exchange, since a poor light output. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on february 12,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).